Event description:
The user from user facility reported that the device overheated and burned inside of the patients mouth during a procedure. The user applied cold saline and vaseline to the area. There was no delay, no medical intervention required.